Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a diagnostics anomaly after exposure to electrocautery. After a device software download, normal function resumed. The patient was stable after the procedure.